Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited with noise in image. Red, horizontal lines in ccd noted . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the lines in the charge coupled device unit, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.